Event description:
The customer reported to beckman coulter, (bec) that the manual probe on the coulter lh 500 hematology analyzer was leaking approximately 1cc of bloody diluent. The leak was contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were associated in connection to this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse reported that the customer had resolved the leak by doing shutdown and start up cycling prior to his arrival. The fse reported that a possible plug was removed from the aspiration probe during the cycling. As part of preventative maintenance, the fse replaced actuators for several pinch valves (pv27, pv28, pv51), and differential lyse reagent dispense valves. The fse cleaned the blood sampling valve and verified the instrument's performance. Failure mode is related to a possible plug in the aspiration probe. (B)(4).